Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but similar product reference (B)(4) is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch m045057t of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar incident has been reported to us on this batch of access ports released in march 2013. Investigation results: we received for investigation one celsite babyport access port from batch m045057t with its connection ring and its catheter broken into 2 pieces: a 6.5 cm long piece of catheter is still connected to the access port with the connection ring, its distal extremity is ruptured. It is partially calcified. A 5 cm long piece of catheter, it corresponds to the distal extremity of the catheter. Blood and tissue, residues (maybe a fibrin sleeve) cover it. Dimensional measurements: we have checked the returned device in order to check its conformity to our specifications. No discrepancies were detected. Conclusion: no manufacturing defect has been detected during the device investigation. The catheter rupture occurred during the device removal. The received elements allow us to see that the rupture occurred at the level of the catheter entrance into the vessel. This seems to show that the rupture is due to an encapsulation of the catheter into the vessel wall. This is a known complication of the access port long term implantation. The IFU informs the physician about the risk of encapsulation and about the recommendations for implantation on young patients. The catheter rupture during removal of long-term implantations is a known complication of access ports with thin catheters. This is a rare occurrence ((B)(4)), no further corrective action is envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter fracture. When the svp was about to be removed the catheter fractured so that the distal part had to be removed via open surgery, opening the internal jugular vein, removing the remaining catheter and then closing the hole in the vein with a suture.